Event description:
Voluntary medwatch form rec'd via cdrh that states "56 year old pt with respiratory distress was receiving sodium citrate through an arterial line. The infusion rate was supposed to be 3 cc per hour, however, the transpac ii malfunctioned and delivered 500cc as a bolus." Customer contact reports two hour time frame (6pm to 8pm) in which 500cc bolus delivered. There was no adverse pt reaction reported. No further specific info recalled by customer source.